Event description:
During baxter's device investigation, it was observed that a spectrum pump alarmed for air-in-line when no air was present. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter evaluated that device in question. Eval experienced the false air-in-line alarm during testing of the device. The investigation found the values for the lower stream sensor reading to be intermittently low. Review of the event history log also found multiple air-in-line alarms, internal eval of the upstream sensor assembly found a fracture/cracked connection with the crystal to flex connection which is causing the unit to intermittently produce air in line alarms. As a result, the upstream sensor has been replaced.